Event description:
The electrode array of the cochlear implant had been only partially inserted at the time of implant surgery. The health care professional reported that the electrode array lead had extruded through the tympanic membrane. Explantation/reimplantation surgery took place 7/8/1998.